Event description:
Bodyguard microset tubing (ref# a120-112xsfk, lot# 19729, exp: 06/01/2021) came apart from the male luer fitting (was connected to pt). Contained cefepime 2 grams in 0.9% sodium chloride 93 ml. Another tubing set opened to see if that tubing was secure (it was not). Image available.